Event description:
The customer reported a broken cross arm brake handle. No pt injury was reported.

Manufacturer narrative:
The svc rep replaced the cross arm brake with the new upgrade cross arm brake kit. Checked operation. System functioned as intended.